Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: non-conforming component, poor assembly process, misuse.

Event description:
It was reported by the surgeon dr. (B)(6) that after first activation of the vapor, a small plastic piece broke at the tip of the device. The plastic piece could be removed completely.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported by the surgeon dr (B)(6) that after first activation of the vapor, a small plastic piece broke at the tip of the device. The plastic piece could be removed completely.